Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
There was no patient harm. The reported issue insufficient ventilation during patient treatment has been confirmed during evaluation of the provided problem description, service report and ventilator's log files. The ventilator was investigated on site by our field service engineer (fse) who could not replicate the issue. However, according to the fse, device's log files indicate that there was improper connection of the patient to the ventilator. Moreover, alarms generated by the ventilator on the event day indicate leakage which prevents proper ventilation. Ventilator malfunction could not be confirmed. The ventilator was tested for several days on a test lung without any issues.

Event description:
It was reported that there was insufficient ventilation during patient treatment. There was no patient harm. Manufacturer's ref #: (B)(4).